Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 428mg/dl and was treated with insulin pump. Customer also reported that insulin pump alarmed for sensor signal not found. Customer declined to troubleshoot for issues they had other than sensor signal not found alarm. Product will not to be return for analysis.